Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported the dermatome device was powering on and off while harvesting a graft. The oscillating pin is rubbing against the guards. It was reported there was patient contact contact with the device for this event. No injury is alleged.